Manufacturer narrative:
The insulin pump received with operating currents within specifications. Device passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Programmed multiple basal and boluses for 24 hours. Monitored device for 3 days. Basal and boluses were properly recorded in bolus history and in daily totals. No bolus anomaly or unexpected errors noted. The insulin pump was unable to download to carelink due to multiple alarms in history screen. Displayable history check failed alarms are due to corrupted history file. The insulin pump received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked reservoir tube window, broken battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin did not inject during bolus. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.